Event description:
Same case as MDR ID# 2134265-2011-05719. It was reported that during a transjugular intrahepatic portosystemic tips shunt revision treatment procedure stent narrowing occurred. The case was a 4 year old tips revision. A wallstent and another manufacturer device was previously implanted. There was narrowing of the stent. It was noted to be a difficult case. A 10.0 x 40, 75cm mustang balloon catheter was advanced to the target location and inflated two times. During the second inflation at 12 or 13 atms a balloon rupture occurred. The mustang balloon catheter was removed. A 10-4/5.8/75 blue max balloon catheter was advanced to the target lesion and during use at unknown atms/secs a balloon rupture occurred. The blue max balloon catheter was removed and the procedure was completed with a non bsc balloon catheter. The blue max balloon rupture referenced in this event bill be reported on the (B)(6) 2011 asr report.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).